Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the following components: enclosure, front cover, and line cord. The investigator also noted a cracked tank cover. The pcb and power switch on the unit were outdated. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (switch not shutting off/ filling out) was not confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the switch was not shutting off and fell out. No patient injury or complications were reported in relation to this event.